Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08730 inches. Unit received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call that insulin pump repeatedly failed high pressure test without alarm. Customer¿s current blood glucose was 220mg/dl and blood glucose at time of incident was 179mg/dl. Customer stated that they had air bubbles of 1/8 inch in size. Insulin pump will be return for analysis.